Event description:
It was reported that the customer asked about the open hold and circle on the front of his insulin pump. The customer's blood glucose was 44 mg/dl. Advised customer that the circle and hole would show until he placed a reservoir into the insulin pump. The customer treated his low blood glucose levels with food and declined troubleshooting for low blood glucose levels because he was not using the insulin pump at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.